Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2017, they had a blood glucose level of 320 mg/dl and received a warning screen to consider injection. They gave themselves insulin from a syringe. About two hours later, their blood glucose dropped to 50 mg/dl. They were all sweaty. They treated the low blood glucose with food and juice. The customer did not have the insulin pump in hand to troubleshoot for the low blood glucose. The device will not be returned for analysis.